Manufacturer narrative:
Lot number is unknown as it was not provided. Expiration date is unknown as lot number was not provided. Unique identifier (UDI#) is unknown as lot number was not provided. Device manufacture date - unknown. (B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A manufacturer record review related to the device including device history record will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts and/or conclusion, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that during treatment on patient's left eye (os) suction was lost prior to laser firing and then lost suction again during raster. The treatment was restarted and suction was lost a third time while raster was in the visual axis. The treatment was aborted and patient will return for photorefractive keratectomy (prk) at a later date. On (B)(6) 2019 the surgery center reported that patient is 20/20 right eye and 20/20- left eye.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.